Event description:
The patient underwent the coil embolization of the right middle cerebral artery aneurysm that resulted in the partial occlusion of the aneurysm. The patient was stable immediately post procedure. It was reported that post procedure, the patient suffered bleeding (location unknown) and expired, the dates of these events were not disclosed. No additional information was available.

Manufacturer narrative:
Conclusion: other for anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the coil malfunctioned. Hemorrhage and patient outcome of death are known and anticipated complications associated with coil embolization procedures and listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.